Manufacturer narrative:
(B)(4). The device is already under investigation at our bbm service laboratory in (B)(4). A follow-up report will be provided after the inspection results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility): over infusion: the syringe purged itself too fast.